Event description:
It was reported that there was a date and time anomaly. The customer returned the product for the date and time anomaly, and during physical inspection it was found that the downstream occlusion (dso) seal was torn. The problem was found in the cleaning/control area, and there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a torn downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the torn dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal.